Event description:
The customer alleged 10 questionable results for calcium, total protein, and albumin. A single total protein result was found to be discrepant: initial total protein = 0.9 g/dl repeat total protein = 6.8 g/dl the customer stated that, "patients were not affected as there was no erroneous results reported." The field service representative determined that a defective reagent nozzle caused a fluidics failure. The field service representative replaced the nozzle and quality controls were run and passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.